Event description:
When using the vial2bag 13mm adapter with the 20u pitocin vials on 3 different occasions minutes after initiating the pitocin for their inductions, hyperstimulation of contractions occurred. On the 1st patient the hyperstimulation caused fhr decel. That ultimately ended in a c-section. The 2nd event happened minutes after initiating the pitocin induction, the patient was noted to have hyperstimulation of contractions and the induction was stopped. 3rd incident happened the same way. No fetal heart rate decels, but the induction had to be stopped because of hyperstimulation. These events occurred with 3 different nurses and 3 different patients. When this occurred with the second patient we started thinking it was due to pitocin not being mixed in the 1000cc bag adequately. When the 3rd nurse mixed the pitocin for the 3rd induction we made sure we used the vial2bag adapter as inserviced. When we had the same results after initiating the induction we called the pharmacist and voiced our concern.